Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. On (B)(6) 2026, the cgm displayed a ¿low¿ with no numeric values; no fingerstick blood glucose (fsbg) measurement was initially performed for comparison. The patient exhibited symptoms including diaphoresis (sweating), difficulty speaking clearly, shaking, and chest pain. In response, the parent administered glucagon 1 mg / 0.2 ml injection. Despite treatment, the patient¿s symptoms persisted. The event occurred while the patient and parent were at six flags amusement park. The parent sought assistance from the park¿s medical team, who performed a fsbg check which showed 359 mg/dl, and the cgm continued to display ¿low¿. The parent contacted the patient¿s physician and was advised administering 4 to 4.5 units of insulin. After insulin administration, the patient¿s symptoms continued. The parent then called emergency medical services (ems). Paramedics conducted multiple fsbg measurements, which showed values of 400 mg/dl, 550 mg/dl, and ¿high¿ (exact timing not specified). During these readings, the cgm continued to display ¿low¿, and the patient was transported to the emergency room (ER). No medications were administered during transport. Upon arrival at the ER at 2:00 pm, the cgm still indicated ¿low¿, while a fsbg measurement showed 499 mg/dl. The patient received intravenous (IV) fluids (one bag; volume not specified) and 4 units of insulin. The parent was unable to recall the exact duration of the visit, but he was discharged on the same day. No medications were prescribed following discharge. At the time of the report, the patient was reported to be stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.